Manufacturer narrative:
¿Subacute arterial bleeding after simultaneous mastopexy and breast augmentation with implants: case report,¿ by vik¿raitis, zacharevskij e., baranauskas g., published in acta chirurgiae plasticae, 29., no. 2., 2017, pp. 92-96. The events of bleeding and hematoma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Device labeling: potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Patients should be advised that capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. After breast implant surgery the following may occur and/or persist, with varying intensity and/or for a varying length of time: hematoma/seroma, implant extrusion, necrosis, delayed wound healing, and breast tissue atrophy/chest wall deformity.

Event description:
Reported events of right side ¿fluid accumulation,¿ and ¿subacute hematoma¿ for a patient implanted with a ¿round silicone¿ allergan tsf device were noted in ¿subacute arterial bleeding after simultaneous mastopexy and breast augmentation with implants: case report." During revision surgery, ¿a blood clot of 650 ml was removed,¿ and ¿bleeding from one of the internal mammary artery branches in the implant pocket between the rib cage and pectoral muscle lower pole was detected and stopped.¿ treatment of ¿vacuum drainage¿ was additionally provided, and the device remains implanted.